Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. It was observed that the blue clip was not present. There was no evidence to review in the device's event history log. An accuracy test was performed as part of the functional test and the reported issue was duplicated. The device was out of specification and a confirmed under delivery was present. No serial lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during the bag change there was a large discrepancy in the quantity of medication that should have been delivered. The waste in the fentanyl bag was unusually high and did not match the reservoir volume on the pump. No patient injury.